Event description:
A malfunction alarm was reported, identified by the malfunction code "malf 0." There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.